Event description:
It was reported that the threads of the stem inserter were found to be stripped before the procedure began. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product and provided picture identified the threads of the device are deformed and there is wear visible under the threaded location. There are impact marks to the shaft and the black handle with the pommel being scuffed. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.